Manufacturer narrative:
H6. Codes: updated. Device evaluation: unable to confirm complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the device is returned the manufacturer will re-open the complaint for further investigation.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the recirculating solution over temperature alarm went off. They troubleshot the issue to resolve it, followed the alarm troubleshooting instructions, and calibrated each unit with no success. The reported product fault occurred before the infusion during the self-test. There was no patient involvement, and no patient harm/adverse event reported.